Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the lip of the reservoir insertion was broken off from the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, major broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, cracked case reservoir tube window corner, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.